Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. A revision was reported. The patient¿s indication for use was unknown. No further complications were reported/anticipated.